Event description:
It was reported that a patient presented with over-sensing of noise noted on the right ventricular lead, resulting in inappropriate shocks. X-ray imaging confirmed externalized conductors, fracture, and insulation damage on the right ventricular lead. Upon opening the pocket, the same externalized conductors, fracture and insulation damage was noted on the right atrial lead. This was also confirmed with x-ray imaging. Additionally, the right ventricular lead exhibited high pacing impedance. Both leads were explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.